Event description:
Customer alleges the patient was returned from the CT scanner with the patient on the ventipac. The ventilator was cleaned and a new vent circuit was placed on ventilator for the next transport. The clinician entered ventilator settings and placed the patient on the ventipac. The manometer needle was not moving after the patient was placed on the ventilator. The patient was removed from the ventilator at this time. No harm or injury to the patient was reported.

Manufacturer narrative:
Smiths medical pm, inc. Imports the ventilator from smiths medical international, ltd. (B) (4). Smiths medical pm, inc. Kits a patient circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc. Is reporting as the manufacturer. The ventilator was returned to smiths medical pm, inc. Technical service department for evaluation. The ventilator passed all functional testing. Based on the information that was provided by the user facility, the patient was partially breathing, which would trigger the smmv function. We suspect that the patient took a breath, triggering the smmv function. Smiths medical personnel is following up with user facility to offer additional training to ensure they are aware of how the smmv function works. (B) (4).